Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). Device evaluated by MFR: the outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. The mid-shaft and the proximal inner were separated from the device upon return. Visual examination showed that the outer sheath had a kink at the nosecone. There were also 4 kinks on the outer sheath proximal the nosecone, the 1st kink was 2.5cm, the 2nd 5cm, the 3rd 11cm and the 4th 31cm. It was also noticed the outer sheath showed a flattening approximately 13.5cm from the nosecone. The mid-shaft showed damage at the proximal end of the shaft which looked to be torn and separated. The pull handle was loose in the handle, which is consistent with internal damage. The handle was opened and it was noticed inside the handle that the mid-shaft was separated from the retainer clip. It was also noticed that the inner liner and the tip were missing from the device. These were not returned. The inner liner was separated from the clip. The pull rack and the thumbwheel showed no damage. The stent was not returned. The device was inspected for further damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4)

Event description:
It was reported that a partial deployment, stent stretching and a stent fracture occurred. The totally occluded, highly calcified target lesion was located in the right superficial femoral artery (sfa). Following pre-dilation, a 6 x 150 x 75 eluvia¿ drug-eluting vascular stent system was advanced, using an antegrade approach, over a .035 non-bsc guidewire and stent deployment was initiated. The stent was deployed 20mm using the thumbwheel and then it did not work. The physician switched to the pull-grip; however, deployment was not possible with the thumbwheel or the pull grip. The physician attempted to remove the whole system and the stent stretched and separated. The fractured portion was removed within the sheath. There were no patient complications reported and the patient¿s status was reported as stable. The patient¿s current condition is good.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that one third of the stent remained in the patient. There were no additional actions taken to the portion of the stent inside the patient. The patient's condition is reported as stable. There was no vascular surgery performed.